Manufacturer narrative:
Product analysis: visually and optically confirmed that a portion of the superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent spinal decompression through tubes. Intra-op, when the surgeon was removing the disc, the jaws stop closing to grab tissue. The tip of the pituitary snapped off as they were closing the clamp. The product came in contact with patient. No patient complications were reported.